Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual inspection noted dried body fluid in the lead lumen. Additional testing provde the lead to be found electrically continuous.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged one day post implant. An invasive revision procedure was performed and the lead was explanted. A second lv lead was attempted, however, the patient's anatomy would not accept the lead and was explanted. No adverse patient effects were reported during the procedure.